Event description:
The mother of a home patient reported minicaps cracking. Per the mother, the crack was noted after connecting them to the transfer set. No patient injury or medical intervention was associated with these incidents per the mother.